Manufacturer narrative:
Hematomas are a common adverse event in any procedure with placement of a foreign object in the body. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "hematoma." Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, lists hematoma as an anticipated adverse event. The instructions for use also list hematoma as a potential adverse event. On (B)(6) 2023, the patient complained of hematoma. Within the patient's progress reports, it is noted that the implant was "well placed and secured," on the same day of the complaint. The patient also noted that the area was tender to touch, and the surgeon performed an in-office evaluation. The patient then elected to have the implant explanted. There are notable events leading to this complaint: the patient had an abundance of surgeries prior to the decision for explantation on (B)(6)2023 including: first initial implantation on (B)(6) 2019; implant upgrade and removal of supra pubic fat on (B)(6) 2022; a revision / upgrade / exploration on (B)(6) 2023; a revision / upgrade / exploration on (B)(6) 2023; and another exploration on (B)(6) 2023. With the amount of upgrades and exploration procedures, the patient is at a higher risk for complications. Additionally, with each removal / upgrade, as stated in the consent form, "removal of implant may result in penile retraction, scar formation, and other potential complications, necessitating additional treatment." These procedures made the patient more susceptible to complications, such as the anticipated adverse event: hematoma. 3 procedures were specific to the patient's penis and all occurred within 5 months of each other. After his explantation, the patient stated that he was "doing good" and with each follow-up he continued to express that he was healing well. The patient elected to undergo all listed procedures with acknowledgement that these complications are anticipated with each surgery. This is the first complaint of hematoma after a review of all complaints from 2014 to 2023.

Event description:
The patient desired removal of the implant. A hematoma was evacuated. The device was explanted on (B)(6) 2023.